Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and displayed 165 units at the time of the reported event. During troubleshooting with tandem technical support, the customer reloaded the cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.